Manufacturer narrative:
As reported in a research article, a patient underwent a mitral valve replacement with a 27mm sjm mechanical heart valve due to mitral stenosis; 2 years post procedure an event of thrombosis and valve explant was reported. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The article, "severe dysfunction of a mechanical mitral valve prosthesis coexisting with non¿st-segment elevation myocardial infarction" was reviewed. The article presents a case study on a (B)(6) year old female who underwent a mitral valve replacement(mvr) with a 27mm sjm mechanical valve due to mitral stenosis. 2 years post procedure, the patient had the valve re-replaced with an 28mm ats medtronic prosthesis due to thrombosis. The article concluded that myocardial infarction may be secondary to dysfunction of implanted mechanical mitral valve prosthesis. The primary and correspondence author of the article is katarzyna perzanowska-brzeszkiewicz, md department of internal medicine and cardiology, medical university of warsaw, lindleya 4 street, 02-005 warsaw, poland with the corresponding email: katarzyna.brzeszkiewicz@uckwum.pl.